Event description:
It has been reported to philips that motorized movements were not available. There was no reported patient or user harm. A philips field service engineer (fse) called the customer to schedule an appointment for evaluation and repair of the device. The customer advised the fse that service was no longer needed and cancelled the repair. Due to the lack of information and cancellation of the repair evaluation, it is not known what caused the customer's issue initially. Therefore, we are considering this to be a malfunction of unknown cause.